Event description:
It was reported that the ventilator was alarming. The pt showed no chest movement. The ventilator was cycling but there was no expired minute volume measured. No pt injury reported.